Event description:
It was reported that device events show pauses with small events "marching through." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. . Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device events show pauses with small events "marching through." The device remains in use. No patient complications have been reported as a result of this event. It was subsequently reported that the device was removed and replaced with a pacemaker.